Event description:
Kimberly-clark received a report stating, "the ER physician tested the cuff prior to intubation. After intubation he noticed that he was not able to maintain cuff pressure. A respiratory therapist on site suggested using a 3-way stop cock on the balloon valve which appeared to solve problem. There was no reported patient injury."kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample endotracheal tube was returned and had the lot number um4057xxxx. The pilot balloon, endotracheal tube and cuff exhibited a yellow discoloration suggesting that it had been in use. The balloon was filled with 5 cc's of water, and a leak was observed in the area of the cuff. Results of the sample evaluation did not match the information reported in the complaint (i.e., product discoloration and cuff leak), so a root cause for the reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.